Event description:
A report was received that the patient underwent an ipg replacement due to inability to charge. The depth and the placement of the ipg made it difficult for the patient to connect with the ipg. The physician decided to replace the ipg per his preference. The new ipg was placed 3 inches lower then original pocket location. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to inability to charge. The depth and the placement of the ipg made it difficult for the patient to connect with the ipg. The physician decided to replace the ipg per his preference. The new ipg was placed 3 inches lower then original pocket location. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not confirmed. The ipg was charged in two cycles from its hibernation despite the active stimulation setting. However, in the profile data, the charging difficulty was evident after implant. It was apparent that there was an alignment issue between the ipg and the charger seemingly due to tilted ipg orientation or deep pocket. The device exhibits normal device characteristics.